Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a breast removal surgery and reconstruction, it was fourth event wherein the protected part of the device fell into the patient's cavity. The part was fully retrieved during the procedure in whole. An x-ray was not required to assist in the location of the disengaged part. No further medical or surgical intervention was done to retrieve the part. They used a regular cautery tip to complete the procedure. There was no patient injury.